Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colectomy. According to the reporter: the pt was brought back to the operating room on (B)(6) 2011. The concern was that the pt developed a hematoma at the anastomosis, which built up pressure, and bowel was then leaking at the staple line of the anastomosis. They brought the pt back into the operating room and removed the anastomosis with two ethicon tlc 75mm blue staple firings and then gave the pt a temporary ileostomy.